Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 years 11 months after insertion of essure. The patient was treated with surgery (essure remove). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('most of the device came out but about three coils were noted to remain embedded in the tissue of the tubal ostium/removal of impacted foreign body'), device breakage ('retained foreign body fragments, unspecified material'), hydrosalpinx ('hydrosalpix left fallopian tube') and device dislocation ('migration') in a 45-year-old female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device physical property issue "essure in left tubal ostium noted to be partially extruded and flexed in configuration". On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 years 11 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and hydrosalpinx (seriousness criterion medically significant). The patient was treated with surgery (hysteroscopy with endometrial biopsy and removal of retained foreign body). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device breakage, hydrosalpinx and device dislocation outcome was unknown. The reporter provided no causality assessment for device breakage and embedded device with essure. The reporter considered device dislocation and hydrosalpinx to be related to essure. The reporter commented: fu (B)(6) 2020: per mr: ((B)(6) 2013) essure insertion details: the endometrium was found to contain normal findings with no myoma or polyps and patent tubal ostia were observed bilaterally. The right tubal ostium was cannulated with the first essure device which was deployed without difficulty. Three coils were noted to protrude from the scissors. In a similar fashion , the left fallopian tube was cannulated with three coils visible from the ostium. At this point all instruments were removed from the patient's vagina and inspection of the cervix and vagina was then performed. Hemostasis was observed. Hysterosalpingogram on ((B)(6) 2013). ((B)(6) 2018) essure removal details:essure device in right tubal ostium noted to be in anticipated anatomic location. Essure in left tubal ostium noted to be partially extruded and flexed in configuration. Most of the device came out but about three coils were noted to remain embedded in the tissue of the tubal ostium. The decision was made to leave them in situ. Next an endometrial biopsy was performed without difficulty to evaluate for chronic endometritis and a small amount of tissue was retrieve, hemostasis was observed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: endometrial cavity her endometrial cavity was normal in appearance without any filling defects right fallopian tube was abnormal with distal tubal occlusion with hydrosalpix left fallopian tube was abnormal with proximal tubal occlusion.. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: device breakage, embedded device and device physical property issue". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('most of the device came out but about three coils were noted to remain embedded in the tissue of the tubal ostium/removal of impacted foreign body'), device breakage ('retained foreign body fragments, unspecified material'), hydrosalpinx ('hydrosalpix left fallopian tube') and device dislocation ('migration') in a 45-year-old female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device physical property issue "essure in left tubal ostium noted to be partially extruded and flexed in configuration". On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 years 11 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and hydrosalpinx (seriousness criterion medically significant). The patient was treated with surgery (hysteroscopy with endometrial biopsy and removal of retained foreign body). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device breakage, hydrosalpinx and device dislocation outcome was unknown. The reporter provided no causality assessment for device breakage and embedded device with essure. The reporter considered device dislocation and hydrosalpinx to be related to essure. The reporter commented: fu 17jul2020: per mr: ((B)(6) 2013) essure insertion details: the endometrium was found to contain normal findings with no myoma or polyps and patent tubal ostia were observed bilaterally. The right tubal ostium was cannulated with the first essure device which was deployed without difficulty. Three coils were noted to protrude from the scissors. In a similar fashion , the left fallopian tube was cannulated with three coils visible from the ostium. At this point all instruments were removed from the patient's vagina and inspection of the cervix and vagina was then performed. Hemostasis was observed. Hysterosalpingogram on ((B)(6) 2013). ((B)(6) 2018) essure removal details:essure device in right tubal ostium noted to be in anticipated anatomic location. Essure in left tubal ostium noted to be partially extruded and flexed in configuration. Most of the device came out but about three coils were noted to remain embedded in the tissue of the tubal ostium. The decision was made to leave them in situ. Next an endometrial biopsy was performed without difficulty to evaluate for chronic endometritis and a small amount of tissue was retrieve, hemostasis was observed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: endometrial cavity her endometrial cavity was normal in appearance without any filling defects right fallopian tube was abnormal with distal tubal occlusion with hydrosalpix left fallopian tube was abnormal with proximal tubal occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: device breakage, embedded device and device physical property issue". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020: medical records received. Events "device embedded, device breakage and hydrosalpinx and device physical property issue" were added. This case is medically confirmed. Patient date of birth, lab data and reporter causality comment was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 years 11 months after insertion of essure. The patient was treated with surgery (essure remove). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.